Manufacturer narrative:
The directions for use (dfu) (1304267, rev. G): "caution: do not fill less than minimum or exceed maximum fill volume." The maximum fill volume for this pump is 335ml. The reported fill volume was 340ml. In addition, the dfu states: "filling the pump less than nominal, increase flow rate. Filling the pump greater than nominal, decrease flow rate." The dfu also indicates that when filled to nominal volume, flow rate accuracy is +/-15% of the labeled flow rate when infusion is started 0-8 h after fill and delivering normal saline as the diluent at 88 degrees f (31 degrees c) against a back pressure of 40cm of water. A review of the lot history showed no other complaints for this lot. A device history record was conducted, and all mfg operations were found to be within spec. I-flow received one empty and used pump for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 340ml and a flow rate accuracy test was performed. The pump was found to meet spec. Product complaint is not confirmed for fast flow.

Event description:
(Drug/diluent: ropivacaine 0.25%). The pump was reported to flow for 48 hours and filled at 340ml and flow at 5ml/hr. This is over the maximum fill volume for this part number. No adverse event occurred. Per dfu: nominal fill volume: 270ml and nominal flow rate: 5ml/hr.